Manufacturer narrative:
The calibration was acceptable. A general reagent issue was excluded. The abnormal aspiration and foam detection alarms on the day of occurrence are hints for non-optimal pre-analytical handling at the customer site. The investigation did not identify a specific cause of the event. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The qc was acceptable. The alarm trace showed "abnormal aspiration" and "sample foam detection" alarms. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 18.8 pg/ml with a data flag. The repeated results were 13.8 pg/ml and 11.9 pg/ml.